Manufacturer narrative:
B3: this event occurred during the unspecified date of (B)(6) 2019 (stated as "this past sunday"). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from¿ the bottom part of the bag, the bottom seal¿. This was identified during an unspecified process step; reported as ¿a nicu (neonatal intensive care unit) tpn leak¿. The customer reported that there was no patient involvement. No additional information is available.